Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Additionally, it was reported that the cartridge was leaking at an unspecified location. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no impact to customer¿s blood glucose.